Event description:
Spoke with pt's husband who states that the cadd legacy pump sn# (B)(4) (maintenance due (B)(6) 2017) that they recently received is showing an error message "lec 1720" and then won't let pt proceed with any further pump programming will replace pump. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation - no. Dates of use: (B)(6) 2012 to present.